Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use the tube exploded with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, translated from french to english:. I am contacting you following a claim for from a hcw during a citrated tube sample (probably ctad). He tells us that the blue tube would has exploded when he put the tube in the pump body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tube exploded with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, translated from french to english:. I am contacting you following a claim for from a hcw during a citrated tube sample (probably ctad). He tells us that the blue tube would has exploded when he put the tube in the pump body.